Event description:
It was reported that the device was explanted due to premature battery depletion. The patient condition was well and monitoring will continue.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed in the lab. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Pacing, sensing, impedance, hv output, patient notifier were tested on the bench. No anomaly was detected.